Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing impedance and high capture threshold measurements. Another lead was implanted. No additional adverse patient effects were reported.